Event description:
Patient presented for a procedure and when the pressure wire was introduced into the patient, the manifold pressure transducer failed to register the pressure wire and there were issues with bleedback, requiring a new manifold to be used.